Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure while attempting to implant the femoral component, the impact pad fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - switzerland. Reported event was confirmed by review of actual device received. Visual evaluation of impactor pad exhibits signs of repeated use (nicked or gouged) and have fractured. Device history record (DHR) was reviewed with no deviations or anomalies identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.